Manufacturer narrative:
The investigation has been completed. The console ((B)(4)) was sent back for further investigation. The root cause of the optical sensor error is undetermined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an "optical sensor error" alarm was displayed which prompted continuation without sensor placement. The console was replaced to address the issue. No patient harm reported.